Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd vacutainer® one use holder there was an issue with leakage from the holder. The following information was provided by the initial reporter, translated from (B)(6) to english: the incident occurred while a blood sample was being taken. Indeed when I inserted my tube into the holder to reach the black adapter the blood started to flow through this same black tip which led to a flow of blood all over the holder, on the tube and on my hands. Epicranial needle reference from bd : 367282 (lot : 19d10t1) patient's current condition: risk of blood exposure accident closed circuit not respected: risk of infection and gas embolism actions undertaken in the care facility for the care of the patient: blood sampling stopped: it was necessary to prick again the patient to finish the blood test the medical device has not been kept for expert appraisal.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use of the bd vacutainer® one use holder there was an issue with leakage from the holder. The following information was provided by the initial reporter, translated from french to english: the incident occurred while a blood sample was being taken. Indeed when I inserted my tube into the holder to reach the black adapter the blood started to flow through this same black tip which led to a flow of blood all over the holder, on the tube and on my hands. Epicranial needle reference from bd : 367282 (lot : 19d10t1) patient's current condition: risk of blood exposure accident closed circuit not respected: risk of infection and gas embolism actions undertaken in the care facility for the care of the patient: blood sampling stopped: it was necessary to prick again the patient to finish the blood test the medical device has not been kept for expert appraisal.